Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the customer is experiencing a down pressure occlusion alarm when attempting to administer propofol bolus on a patient in the medical surgical intensive care unit (msicu). The medication is also backing up into the line. They have recently expanded the roll out of anti-siphon valves (asv) in their msicu. They do not experience the occlusion alarms with continuous infusions. There was patient involvement but no harm. Bd representative had a troubleshooting call with the patient and received additional information. Patient was on ECMO and propofol was infusing at 11ml/hr. When the clinician programmed a bolus they experienced occlusion alarms. The clinician removed the anti-siphon valve (asv) in order to infuse the bolus. In addition, the clinician observed back flow into the line. Although requested, devices will not be sent for investigation.

Event description:
It was reported that the customer is experiencing a down pressure occlusion alarm when attempting to administer propofol bolus on a patient in the medical surgical intensive care unit (msicu). The medication is also backing up into the line. They have recently expanded the roll out of anti-siphon valves (asv) in their msicu. They do not experience the occlusion alarms with continuous infusions. There was patient involvement but no harm. Bd representative had a troubleshooting call with the customer and received additional information. Patient was on ECMO and propofol was infusing at 11ml/hr. When the clinician programmed a bolus they experienced occlusion alarms. The clinician removed the anti-siphon valve (asv) in order to infuse the bolus. In addition, the clinician observed back flow into the line. Although requested, devices will not be sent for investigation.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative investigation summary: the report of a down pressure occlusion alarm when attempting to administer propofol bolus cannot be confirmed through review of the provided photos alone. The report of propofol back flow was confirmed based on the customer provided photo. Inspection and testing could not be performed as the device was not returned for investigation. Disposables file pr number (B)(4) was opened to investigate the occlusion alarms and observed back flow. Additional information was received from the customer via a troubleshooting call: the patient was on ECMO, and propofol was infusing at 11ml/hr. When the nurse programmed a bolus, they had many occlusion alarms and were unable to administer the propofol. The nurse removed the asv in order to infuse the propofol, negating the practice of why the asv is on the line (free-flow protection), per customer. The customer indicated the issues could have been related to this particular patient. The clinician observed propofol back flow. A norepinephrine infusion was stopped but left connected. Propofol was programmed to be bolused, but the nurse encountered occlusion alarms. The patient woke up. The nurse assumed the patient woke up because of the asv and not getting the medication. However, the professional practice lead stated he is not sure this is the cause because the patient had been in ICU for a month and could had become more ¿sensitive¿ to medication and required more meds as a result. Meds are weight based, so unsure of the propofol bolus rate but was likely above 30ml/hr., per customer. Other meds that may be infusing include ns chaser, fentanyl and hydromorphone. The bd alaris system with guardrails suite mx user manual software version 12.1.2 (page 61) warns customers the following: when programming an infusion with the guardrailstm suite mx, ensure that the correct profile (for patient care area) is selected prior to starting an infusion. Failure to use the appropriate profile can cause serious consequences. Before each use, verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended. The bd alaristm system is capable of infusing during various conditions encountered in clinical practice, for instance through small gauge catheters, filters, and other components. The system is designed to alarm and stop based on pressure limit settings, but you must monitor the infusion to ensure that it is proceeding as expected. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported down pressure occlusion alarm cannot be determined through a review of the provided photos and information. The root cause of the reported propofol back flow cannot be determined through a review of the provided photos and information. There were no products returned to be examined and tested.

Event description:
It was reported that the customer is experiencing a down pressure occlusion alarm when attempting to administer propofol bolus on a patient in the medical surgical intensive care unit (msicu). The medication is also backing up into the line. They have recently expanded the roll out of anti-siphon valves (asv) in their msicu. They do not experience the occlusion alarms with continuous infusions. There was patient involvement but no harm. Bd representative had a troubleshooting call with the customer and received additional information. Patient was on ECMO and propofol was infusing at 11ml/hr. When the clinician programmed a bolus they experienced occlusion alarms. The clinician removed the anti-siphon valve (asv) in order to infuse the bolus. In addition, the clinician observed back flow into the line. Although requested, devices will not be sent for investigation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c, d codes.